Event description:
An article in the journal of foot and ankle surgery reported a foreign body reaction involving a pt who had undergone and austin bunionectomy on the right foot in march 1994. Fixation of the metatarsal head was performed with one absorbable tapered pin. The pt gradually experienced discomfort, warmth, swelling, and redness around the surgical site. X-rays revealed a lucency in the dorsal portion of the metatarsal head and adverse reaction was diagnosed. The pt is reported to have improved with conservative therapy and time.